Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's ((B)(4) therapy system consists of an sjm lead connected to an ipg from a different MFR. It was reported high impedance readings were observed. Surgical intervention was undertaken for further interrogation. X-ray images indicated the pt's lead was fractured. As such, the device was explanted and replaced. Effective therapy was recaptured following post-operative programming.